Event description:
It was reported that a patient was found with a double disconnection from the device and exhibiting "concussion like symptoms"; the patient was taken to the hospital emergency room and admitted. A head computed tomography (CT) was done and showed signs of a "small bleed", multiple bruises were noted. The patient had reportedly fell and hit his head days earlier. Patient outcome was not reported. No additional information was provided.

Manufacturer narrative:
Pump remains implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use states: never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The controller and the pump were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple controller power up events, motor start events and critical battery alarms. Seven controller power up events and five motor start events were logged on (B)(6) 2015. The first loss of power was most likely caused by a double disconnection of both power sources. The second loss of power occurred when the battery on power source 1 was at 75% relative state of charge (rsoc) and the battery on power source 2 was at 24% rsoc. The data point after the controller regained power showed that power source 1 was removed and not replaced by another battery. It's unknown why the battery with the higher rsoc was exchanged as opposed to the battery with the lower rsoc on power port 2. This configuration was kept after the second loss of power and up until the last loss of power occurred. Multiple power up events were logged between the second loss of power and the last loss of power. Four critical battery alarms were logged on power port 2. These critical battery alarms are considered true alarms as the power source on power port 2 was below 10% rsoc. The patient was most likely found around the last controller power up and motor start event (10:35:52/10:36:01 respectively) as no more losses of power were recorded and the power sources were replaced with two high rsoc batteries (ps1=(B)(4) with 89% rsoc. Ps2 = (B)(4) with 94% rsoc.) Log file analysis did not reveal any abnormalities in regards to the average flow. A noticeable decrease in flow was observed starting on (B)(6) 2015. However this may be due to, but not limited to, clinical and patient related factors. The pulsatility, in regards to average flow, decreased after (B)(6) 2015 around 10:50:51, presumably after the event occurred and when the patient was admitted to the hospital. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Log analysis showed likely instances of double disconnections. Additionally, the controller alarmed the patient to exchange the low capacity battery that was attached to power port 2. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.